Event description:
The facility's biomedical engineer reported an infusion pump with a 810:04 failure code. The hospital representative stated that pump was not in use on a patient when the failure occurred, and they have no record of any patient incident involving the pump since the last baxter service event.